Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The device has been returned for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during treatment in a heavy calcified and chronic total occlusion in the posterior tibial artery, after approximately five minutes of activation, the distal tip of the recanalization catheter allegedly separated; therefore, the catheter was removed without incident. Reportedly, another recanalization catheter was used to continue the procedure. There was no reported patient injury.

Manufacturer narrative:
A complete manufacturing review was not performed as the lot number was not provided. Visual/ microscopic inspection: the sample was returned. There were no anomalies with the saline hub on handle. The core wire was protruding 7.8 cm past the proximal end of transducer handle. Bunching and twisting of outer catheter was noted at strain relief, and from distal tip to distal guidewire port. The core wire was intact. The distal tip and marker band were present. Material separation at distal tip. Further functional testing not viable due to sample condition.(i.e material separation, core wire protruding) functional/performance evaluation: functional/performance evaluation could not be performed due to the sample condition. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation was confirmed for material separation as the catheter was separated from the distal tip. The definitive root cause could not be determined based upon the available information. It was unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings and precautions: - when using the crosser in tortuous anatomy, the use of a support catheter is recommended to prevent kinking or prolapse of the crosser catheter tip. Kinking or prolapse of the tip could cause catheter breakage and/or malfunction - for the crosser catheters 14p, 14s, and 18 only, flush the guidewire lumen of the crosser catheter using a standard 10 ml syringe with heparinized saline. - do not activate the crosser recanalization system without proper irrigation. Make sure to establish proper irrigation prior to introduction into guide catheter. Always use refrigerated saline. - when manipulating the crosser catheter, the catheter shaft may become warm to the touch. A warm feeling is normal, however, if the catheter shaft becomes hot discontinue use immediately and withdraw from patient. Once removed from the patient confirm that irrigation is flowing. Set up: - set the irrigation system to 0.3 ml/sec (18 ml/min) and switch irrigation system ¿on¿. Allow irrigation to flow for approximately 10-15 seconds to purge all air from the crosser catheter irrigation lumen. - note: a constant flow should be observed at the tip of the crosser catheter. If irregular or no flow is observed, check irrigation system for proper function. If irrigation system is not functioning properly discard crosser catheter and replace with another. - hold the crosser catheter at the distal tip in one hand and switch crosser generator ¿on¿. Verify the crosser generator is ¿on¿ by observing front panel display. Once power to crosser generator has been confirmed, and the irrigation is flowing, depress foot switch for 3-5 seconds to test the function of system. Transmission of energy can be observed at the tip of the catheter. Interventional use: - begin the irrigation and verify that the irrigation system is active. To ensure irrigation is flowing at the specified rate, it is recommended to allow at least 3 seconds before activating the crosser catheter. - slowly advance the catheter tip through the lesion. Apply steady, constant pressure so the tip of the catheter is engaged to the lesion. Upon successful recanalization of the lesion, advance the guidewire distal to the lesion and then withdraw the crosser 14p, 14s, or 18 catheter. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during treatment in a heavy calcified and chronic total occlusion in the posterior tibial artery, after approximately five minutes of activation, the distal tip of the recanalization catheter allegedly separated; therefore, the catheter was removed without incident. Reportedly, another recanalization catheter was used to continue the procedure. There was no reported patient injury.